Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify bolus stopped alarm due to loose drive support disk. Device received with broken battery tube threads, partial broken reservoir tube lip and stripped cap battery coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sometimes squirts out insulin instead of drips when priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that when insulin was delivering it had randomly stopped at least once also battery cap was crack. The insulin pump will not be return for analysis.